Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: excess fluid in the breast, a lot of pain and that the breast has gone very hard.

Event description:
Patient reported they have "excess fluid in the breast, a lot of pain and that the breast has gone very hard, and it's potential cancer". This record is for the right side. The device was explanted.